Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No problem was found with the pump and it is apparent the automated impella controller was the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a few hours after placing an impella rp flex while the patient was recovering in the intensive care unit, the placement signal was suddenly lost with an associated placement signal unreliable alarm. All other parameters remained unchanged. The nurse closely monitored the motor current and estimated flows. No patient harm has been reported.